Event description:
A pt reported blood glucose results of 419 mg/dl, 291 mg/dl, 394 mg/dl, 431 mg/dl, 407 mg/dl and 387 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. A control solution test was performed and the result fell within specs. A walk through test was performed and the results were 333 mg/dl, and 402 mg/dl on the reported meter. Meter was replaced.